Event description:
On the event date, the pt reported that her infusion tubing became disconnected from the infusion device at the luer connection. She began to feel nauseated and thirsty and her blood glucose was elevated to 490 mg/dl. Her normal blood glucose range is 70-220 mg/dl. She reconnected the infusion tubing to the infusion device and bolused 9.5 units of insulin. She stated that the luer lock of the infusion tubing did not appear to be damaged. She stated that she suffers from arthritis and she was advised to check the infusion tubing throughout the day. She stated that the adapter had never been changed and she was advised to change the adapter with every 10th insulin cartridge change. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for eval.